Event description:
On 07/23/2023, it was reported by the patient via phone that the patient is having a lot of pain on the site where an ar-7237-7 fibertape 2 mm, braided polybend suture was implanted in a brostrom gould procedure on (B)(6) 2023. Since the ar-7237-7 fibertape has not healed correctly after surgery and there is pain on the site, the surgeon believes it could be an allergic reaction to the ar-7237-7 fibertape and would like to confirm by being provided material composition of the arthrex product before planning a revision surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.